Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was unable to charge beyond 2 bars. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and the patient was doing well postoperatively. The explanted device will not be returned as it was disposed by the medical facility.